Event description:
Customer reported intermittent saturation errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver pcb. System operates as intended.